Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue could not be confirmed. During the occlusion test, the motor rate error could not be duplicated. During visual inspection it was found that the coupling, stepper motor, leadscrew and clutch halves were worn leading which led to part replacement as preventative maintenance. The root cause for the intermittent error could not be determined. Additional information: h10 correction: g1 and h6 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a motor rate error. No adverse patient effects were reported.